Event description:
Customer was hosp for hyperglycemia. There was no significant events noted prior to the hospitalization. The cause of the event could not be determined by the md. While at the hosp, the customer had tried a different type of infusion set and will continue to use the new sets. No further details.